Event description:
It was reported that radiology was performing a declot procedure on a (B)(6) female pt with a right upper arm arteriovenous (av) graft. The av graft was placed two months prior to this procedure. The venous anastomosis was angioplastied prior to using the trerotola device. Significant angulation was present in the venous end of the av graft. While using the device to macerate the clot, the basket broke off the catheter. As a result, a snare retrieval of the broken basket was conducted through a new catheterization site with a large sheath. There was a one week delay in treatment and the pt was admitted to the intensive care unit for two days. Pt complications were listed as bleeding. There was no pt death. The pt outcome is satisfactory.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.